Event description:
The user facility called and said the suspect device had been burned and scorched. The reporter said the device had been cleaned and not dried when it was placed back into the base. No injuries were alleged. The device was replaced and requested to be returned for eval.